Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sharp increase in pacing impedance measurements over the past three months with current measurements being out-of-range. It was also reported that threshold measurements had increased. Surgical intervention was performed and the lead was capped without incident. Besides surgical intervention, no adverse patient effects were reported.